Manufacturer narrative:
Senseonics was made aware of an incident where the customer complained of discrepancies between sensor glucose (sg) readings and blood glucose (bg) meter readings. The investigation was performed on the customer synced glucose data in data management system (dms), which is a cloud platform for eversense systems. Based on the investigation analysis and review of the examples provided by the customer, the system experienced a brief period of instability on 16 jun 2025, contributing to the differences. The system stabilized later and showed better agreement in bg and sg values. The customer was encouraged to continue using the system and calibrate as requested by the system. The customer did not have any further concerns. No further investigation was found necessary for this complaint.

Event description:
Senseonics was made aware of an incident where the customer complained of discrepancies between sensor glucose (sg) readings and blood glucose (bg) meter readings. The customer provided the below examples for review. Date time sg value bg value (B)(6) 2025 09:00 am 117 mg/dl 81 mg/dl. (B)(6) 2025 07:24 am 135 mg/dl 96 mg/dl. (B)(6) 2025 05:55 am 134 mg/dl 75 mg/dl. (B)(6) 2025 06:56 am 165 mg/dl 139 mg/dl. The incident did not result in any patient harm or sensor removal.